Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was damaged during a device change out, the procedure was prolonged as the lead change was not planned. This lead was successfully replaced. No additional adverse patient effects were reported.